Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿pump delivered 21.25 g during a flow rate accuracy test" was reproduced as an over infusion. The device was tested for flow rate accuracy and delivered with an error percentage of 5.36% which is over 5% specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be pressure plate travel out of adjustment. The pressure plate travel will be adjusted and the m2/m3 springs will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an unspecified flow rate issue. This was further described as "delivered 21.25 g during a flow rate accuracy test". It was not reported what the expected volume should have been. This occurred during preventive maintenance testing. There was no patient involvement. No additional information is available.